Event description:
Per the clinic, the patient experienced performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 10, 2022.